Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k#: k061118.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving an unknown error message. On (B)(6) 2012 the (B)(4) specialist spoke with the patient to obtain and verify information. On (B)(6) 2011 the patient obtained an error message on the reported meter; she was unable to specify the number of the error message that occurred. The patient was unable to test her blood glucose levels; the patient also noted she did not have a backup meter to use. On (B)(6) 2011 at 3:00 am the patient woke up experiencing the symptoms of shaking and sweating. The patient's husband contacted emergency services. When paramedics arrived, the patient's blood glucose level was tested to be 21 mg/dl, and she was treated intravenously with glucose. She was not transported to the emergency room. The patient manages her diabetes with humalog insulin taken on a sliding scale based on meals, and lantus insulin 15 units per day. Troubleshooting revealed this was not a new meter, and there was no misuse of the product. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter issue, and received emergency medical attention and treatment. Therefore this complaint is being reported.